Manufacturer narrative:
The blower assembly and the flow valve were returned to the manufacturer for failure investigation. When debugging the flow valve assembly a break was found between the white wires inside the insulation wire. Failure investigation determined the broken white wire on the flow valve assembly created the error code 41.

Manufacturer narrative:
Patient information was requested, none was provided.

Event description:
The customer reported an inspiratory pressure accuracy reference failure was displayed when changing pressures on the device. The device was replaced with a different unit. The event occurred on (B)(6) 2016. There was no patient harm.